Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) review of the logs did not indicate any hardware or reagent preparation issues. The kinetics of the sample curves appeared normal. Ts and pas suggested this could be due to low target sample or mishandling of sample. Result was released, and the customer did not know whether any treatment was administered.

Event description:
On (B)(6) 2021 a customer reached out to hologic as the site's medical director expressed concerns about potential false positive result for aptima sars-cov-2 assay run (lot 305422) on the panther instrument (sn (B)(4)). Customer suspect false positive because the result from an employees who get tested on a weekly basis showed no symptoms of covid. The customer provided logs ((B)(6)) for hologic review. The customer confirmed that they are running the capped workflow.